Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery(rca). Following pre-dilatation, a 16 x 2.25 promus premier¿ drug-eluting stent was advanced to treat the target lesion but failed to cross the lesion. During removal of the device, resistance was encountered in the guide catheter. Cine-angiocardiography revealed that the proximal section of the stent was deformed (shortened towards the distal end). The procedure was completed with the implantation of a 2.5-14 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length with overlapping and bunching of the stent struts predominantly at the proximal end. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as resistance was encountered when withdrawing in the guiding catheter and the dfu states: ¿do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgement from the balloon may occur.¿ (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery(rca). Following pre-dilatation, a 16 x 2.25 promus premier¿ drug-eluting stent was advanced to treat the target lesion but failed to cross the lesion. During removal of the device, resistance was encountered in the guide catheter. Cine-angiocardiography revealed that the proximal section of the stent was deformed (shortened towards the distal end). The procedure was completed with the implantation of a 2.5-14 non-bsc stent. No patient complications were reported and the patient's status was good.